Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading went as low as 54 mg/dl. Customer treated their low blood glucose levels via glucose tablets. The customer stated they do not remember what happened while they experienced low blood glucose levels. Customer advised the auto mode feature was active however they are unsure if the insulin pump was automatically delivering insulin. Troubleshooting for the customer¿s low blood glucose was declined. Customer's blood glucose level went as high as 278 mg/dl. Customer treated their blood glucose via insulin pen. The insulin pump will be returned for analysis.